Event description:
It was reported that a ¿call your doctor¿ message and a ¿warning power on reset¿ (por) was observed on the programmer on the day of the report when an attempt was made to turn it on. The patient had not used stimulation for one year because of a problem with the pelvis. The patient wanted to use the device again and could not. After the patient attempted to charge a por was observed. It was noted that stimulation could not be adjusted. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, patient product ID 3777-45, serial# (B)(4), implanted: 2010-(B)(4), product type lead product ID 3777-45, serial# (B)(4), implanted: 2010-(B)(6), product type lead. (B)(4).